Manufacturer narrative:
Product is not available for evaluation. Sterilization and lot history records were reviewed and no exceptions were found. Report 6 of 6.

Event description:
Impossible to work with the sleeves into a 1.8 mm incision. The sleeves are too smooth. No patient impact. No product returned.